Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on after turning off csa audio alarm. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: an unacknowledged alarm observed in black box. Black box shows an unconfirmed call service alarm ¿occlusion during prime¿ on (B)(6) 2013 11:24. The alarm went unconfirmed until (B)(6) 2013 12:48; the battery completely discharged and pump began to continuously reboot. Pump powers on with vibratory and audible sounds. Pump was programmed with a 1.0u/hr basal for a 24-hr duration period; no eaw¿s were duplicated during this time. Pump case was removed, no evidence of moisture contamination found inside pump. No evidence of intermittent contact was found on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.